Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issue began approximately 2 weeks prior to contacting lfs for assistance (exact date/time is not known) she tested on the subject meter back to back and observed values of "213, 36, 334, 271, 213 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient considers her normal range to be -170mg/dl or lower. The patient manages her diabetes with humulin regular insulin 3-4x per day and reported that she decreased her food intake in response to the alleged issue. Immediately after testing, she claimed she developed symptoms of "sweating, shaking, felt clammy and jittery" and self treated her symptoms immediately by drinking ensure. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly obtained inaccurately high readings on the subject meter, reduced her food/drink intake and consequently developed symptoms suggestive of severe hypoglycemia.